Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) display during prime. The home patient (hp) stated when connecting bags, the spike came out of the supply bag. The tsr advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that she did remember the alarm and that the tsr advised to start over with new supplies. She stated that everything worked out fine after she reset the hc with new supplies.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for check supply line alarm was not confirmed due to unavailable sample. Root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).